Manufacturer narrative:
(B)(4) ¿ medical product: unknown oxford bearing, cat#: unknown lot#: unknown; unknown oxford femoral component, cat#: unknown lot#: unknown. Initial reporter: t.w. Hamilton, h.g. Pandit, d.g. Maurer, s.j. Ostlere, c. Jenkins, s.j. Mellon, c.a.f. Dodd, d.w. Murray ¿anterior knee pain and evident of osteoarthritis of the patellofemoral joint should not be considered contraindications of mobile-bearing unicompartmental knee arthroplasty¿ bone joint j. 2017; 99-b:632-9. The reported event was unable to be confirmed due to limited information received from the customer. A device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A complaint history review was unable to be performed as the part and lot numbers are unknown. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2017-00773; 3002806535-2017-00774; 3002806535-2017-00775. Product location unknown.

Event description:
It was reported in a journal article that thirty-two patients were revised for unknown reasons.